Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery was 2.89v which was measured with stimulation on at 0.7v and 1.0v. It was noted that less than 20% capacity was used, 479 hours used. It was later reported that the patient had not needed to replace the implantable pulse generator (ipg) at the time of this report. It was later reported that the patient had been scheduled for a replacement on the day of this report but upon interrogation of the ins while in the operating room it was determined there was nothing wrong with the battery. The problem was the patient¿s pulse width was decreased down to 60 or 80 and amplitude was turned down to 0.7. It was noted that this had happened within the last two weeks prior to this report. Reprogramming of the ins resolved the problem and ¿all her voltage was good and everything else.¿ there was a lost or stolen device. A replacement patient programmer was ordered. Patient had never received a patient programmer after last implant in 2008.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3998, lot# j0424946v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).